Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter stated that after swimming, half the display screen was dark and the other half looked normal. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings: the pump booted toe he verify screen with dim pink contrast. A leak test was performed and a display lens leak. The pump was opened moisture was found in the pump. The keypad found to be worn.